Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute integrity coronary drug eluting stent to treat a highly calcified and mildly tortuous lesion, exhibiting 98% stenosis located in the left coronary artery. There were no abnormalities reported in relation to anatomy. The device was inspected with no issues noted. The lesion was pre-dilated twice. Resistance was encountered when advancing the lesion and excessive force was not used. It was reported the stent deformation occurred in-vivo. The physician completed the procedure using another resolute integrity device of the same size. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: review of the returned device confirmed that the stent was positioned on the balloon between the marker bands as per specifications. Slight misalignment was evident to the 11th distal stent wraps with overlapping struts, however it passed acceptable criteria. Kinking was visible along the distal shaft; 4.5-5.6cm proximal to the distal tip. No stent deformation was evident on the returned device. If information is provided in the future, a supplemental report will be issued.